Event description:
(B)(4) - envision ide, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor with radiopaque markers was chosen for implant. Post-deployment, patient experienced widened qrs waves. Electrocardiogram confirmed new left bundle branch block. Patient was hospitalized for monitoring of heart rhythm. No treatment or medical intervention was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.